Event description:
It was reported that the patient was experiencing inadequate pain relief and had to use heating pad and ibuprofen again.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.